Event description:
Event description guidant received information that this lead was surgically abandoned due to clavicular crush. In addition, this device was not used due to high defibrillation thresholds.